Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/cramping / lower stomach pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding on (B)(6) 2013, wrist injury, asthma, vulval intraepithelial neoplasia grade iii, loop electrosurgical excision procedure, abdominal bloating, perineal pain, leiomyoma nos and d & c. Essure confirmation test- jul2014, hysterosalpingogram. Concurrent conditions included pelvic pain female since (B)(6) 2017, pre-menstrual tension syndrome since (B)(6) 2017, hand operation, uterine dilation and curettage, c-section, vulvectomy, cholecystectomy, appendectomy, multigravida (gravida 5), parity (parity 3) and constipation. Concomitant products included intrauterine contraceptive device (iud nos) since 2003 to april 2014 for birth control, ibuprofen for lower abdominal pain as well as beclometasone dipropionate (qvar) since 2009, diazepam;isopropamide iodide (valtrax) since 2009, epinephrine (epipen 2-pak), fluoxetine, fluticasone propionate (flovent hfa), montelukast, montelukast sodium (singulair) since 2009, orphenadrine, ranitidine, salbutamol since 2009 and valaciclovir (valacyclovir). In march 2014, the patient had essure inserted. In march 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and nausea ("nausea"). In may 2014, the patient experienced fatigue ("fatigue"). In june 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In september 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In november 2014, the patient experienced tooth disorder ("dental problems"), mood swings ("hormonal changes describe: mood swings") and irritability ("hormonal changes describe: always grouchy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches") and dyspareunia ("pain when having intercourse with my husband"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions.) And need a root canal. Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, irritability, vaginal discharge, fatigue and dyspareunia outcome was unknown, the abdominal pain, mood swings, nausea and headache had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, irritability, menorrhagia, migraine, mood swings, nausea, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : mar-2013 current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case the following events were confirmed via patients medical record:vaginal bleeding, menorrhagia,nausea most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received: events abnormal bleeding (vaginal, menorrhagia), dental problems, nausea, migraines / headaches, headache, hormonal changes describe: always grouchy and mood swings, vaginal discharge, fatigue, weight gain, pain when having intercourse with my husband¿, reporter and patient demographics details, medical history, historical drug, laboratory data, concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/cramping / lower stomach pain') in a 39-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she still has not had her hsg procedure". The patient's medical history included uterine bleeding on 18-jan-2013, wrist injury, asthma, vulval intraepithelial neoplasia grade iii, loop electrosurgical excision procedure, abdominal bloating, perineal pain, leiomyoma nos, d & c, cervical cancer, multiple cesarean sections and termination of pregnancy. Essure confirmation test- jul2014, hysterosalpingogram. Concurrent conditions included pelvic pain female since (B)(6) 2017, pre-menstrual tension syndrome since (B)(6) 2017, hand operation, uterine dilation and curettage, c-section, vulvectomy, cholecystectomy, appendectomy, multigravida (gravida 5), parity (parity 3) and constipation. Concomitant products included intrauterine contraceptive device (iud nos) since 2003 to april 2014 for birth control, ibuprofen for lower abdominal pain as well as beclometasone dipropionate (qvar) since 2009, diazepam;isopropamide iodide (valtrax) since 2009, epinephrine (epipen 2-pak), fluoxetine, fluticasone propionate (flovent hfa), medroxyprogesterone acetate (depo-provera), montelukast, montelukast sodium (singulair) since 2009, orphenadrine, ranitidine, salbutamol since 2009 and valaciclovir (valacyclovir). In march 2014, the patient had essure inserted. In march 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and nausea ("nausea"). In may 2014, the patient experienced fatigue ("fatigue"). In june 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In september 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In november 2014, the patient experienced tooth disorder ("dental problems"), mood swings ("hormonal changes describe: mood swings") and irritability ("hormonal changes describe: always grouchy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches") and dyspareunia ("pain when having intercourse with my husband"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions.) And need a root canal. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, irritability, vaginal discharge, fatigue and dyspareunia outcome was unknown, the abdominal pain, mood swings, nausea and headache had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, irritability, menorrhagia, migraine, mood swings, nausea, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : mar-2013 current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case the following events were confirmed via patients medical record:vaginal bleeding, menorrhagia,nausea lot number: 977933 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: upon receiving a internal confirmation, it was confirmed that cases 2017-226704- bus-2017-us-079282 and 2019-207473 - bus-2019-us-067572 are duplicates of each other. All the information from the deletion case 2019-207473 was transferred to retention case 2017-226704. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/cramping / lower stomach pain') in a 39-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she still has not had her hsg procedure". The patient's medical history included uterine bleeding on (B)(6) 2013, wrist injury, asthma, vulval intraepithelial neoplasia grade iii, loop electrosurgical excision procedure, abdominal bloating, perineal pain, leiomyoma nos, d & c, cervical cancer, cesarean section and termination of pregnancy. Essure confirmation test- (B)(6) 2014, hysterosalpingogram. Concurrent conditions included pelvic pain female since (B)(6) 2017, pre-menstrual tension syndrome since (B)(6) 2017, hand operation, uterine dilation and curettage, c-section, vulvectomy, cholecystectomy, appendectomy, multigravida (gravida 5), parity (parity 3) and constipation. Concomitant products included intrauterine contraceptive device (iud nos) since 2003 to (B)(6) 2014 for birth control, ibuprofen for lower abdominal pain as well as beclometasone dipropionate (qvar) since 2009, diazepam;isopropamide iodide (valtrax) since 2009, epinephrine (epipen 2-pak), fluoxetine, fluticasone propionate (flovent hfa), medroxyprogesterone acetate (depo-provera), montelukast, montelukast sodium (singulair) since 2009, orphenadrine, ranitidine, salbutamol since 2009 and valaciclovir (valacyclovir). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"), mood swings ("hormonal changes describe: mood swings") and irritability ("hormonal changes describe: always grouchy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches") and dyspareunia ("pain when having intercourse with my husband"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions.) And need a root canal. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, irritability, vaginal discharge, fatigue and dyspareunia outcome was unknown, the abdominal pain, mood swings, nausea and headache had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, irritability, menorrhagia, migraine, mood swings, nausea, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported essure insertion date :(B)(6) 2013. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case the following events were confirmed via patients medical record:vaginal bleeding, menorrhagia,nausea most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: lot number was added. Event per mr: essure confirmation test not done was added. Patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/cramping / lower stomach pain') in a 39-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she still has not had her hsg procedure". The patient's medical history included uterine bleeding on (B)(6) 2013, wrist injury, asthma, vulval intraepithelial neoplasia grade iii, loop electrosurgical excision procedure, abdominal bloating, perineal pain, leiomyoma nos, d & c, cervical cancer, multiple cesarean sections and termination of pregnancy. Essure confirmation test- jul2014, hysterosalpingogram. Concurrent conditions included pelvic pain female since (B)(6) 2017, pre-menstrual tension syndrome since (B)(6) 2017, hand operation, uterine dilation and curettage, c-section, vulvectomy, cholecystectomy, appendectomy, multigravida (gravida 5), parity (parity 3) and constipation. Concomitant products included intrauterine contraceptive device (iud nos) since 2003 to april 2014 for birth control, ibuprofen for lower abdominal pain as well as beclometasone dipropionate (qvar) since 2009, diazepam;isopropamide iodide (valtrax) since 2009, epinephrine (epipen 2-pak), fluoxetine, fluticasone propionate (flovent hfa), medroxyprogesterone acetate (depo-provera), montelukast, montelukast sodium (singulair) since 2009, orphenadrine, ranitidine, salbutamol since 2009 and valaciclovir (valacyclovir). In march 2014, the patient had essure inserted. In march 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and nausea ("nausea"). In may 2014, the patient experienced fatigue ("fatigue"). In june 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In september 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In november 2014, the patient experienced tooth disorder ("dental problems"), mood swings ("hormonal changes describe: mood swings") and irritability ("hormonal changes describe: always grouchy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches") and dyspareunia ("pain when having intercourse with my husband"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions.) And need a root canal. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, irritability, vaginal discharge, fatigue and dyspareunia outcome was unknown, the abdominal pain, mood swings, nausea and headache had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, irritability, menorrhagia, migraine, mood swings, nausea, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : mar-2013 current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case the following events were confirmed via patients medical record:vaginal bleeding, menorrhagia,nausea lot number: 977933 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality-safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain and abdominal pain lower to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.